Event description:
On (B)(6) 2013, the patient's niece reported that her aunt's infusion device had malfunctioned and caused her aunt to go to the hospital on (B)(6) 2013. She stated that the device was not sending insulin into her aunt's body and it led to a heart attack. Her blood glucose rose to 550 mg/dl. Her normal blood glucose level is 200 mg/dl. The patient was diagnosed with diabetic ketoacidosis. The patient has been treated with an IV of insulin and injections of insulin. Troubleshooting with the patient's niece revealed that the adapter has never been changed on the infusion device and the patient does not let the insulin warm to room temperature before use. She does not know if the device was in stop mode or temporary basal rate mode at the time the incident occurred. Further troubleshooting revealed that insulin was not coming out of the end of the tubing, but was leaking from the infusion set at the adaptor. The infusion set, adapter, and insulin cartridge were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified. Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Device was not returned to manufacturer.